Manufacturer narrative:
Potential lot#¿s reported: ur17l09016, ur18c29011, ur21b01025, and ur21e19038. Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the rubber stopper at the t-connector of an interlink system non-dehp t-connector extension set was inverted inward and or melted. The set was connected to a PICC (peripherally inserted central catheter) line and had parenteral nutrition with heparin running at 2.3cc/hr. It was stated the patient's PICC line was backing up. It was further reported that the t-connector was changed and that the line was unable to be flushed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6 and h10. H10: the device was received for evaluation with the next-gen luer activated device attached to the microbore winged female luer lock adapter and without the male luer tip protector. During visual inspection, the interlink septum was observed above the swage ring. The reported condition was verified. The cause of the condition was due to a manufacturing related issue. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Potential lot#¿s reported: ur17l09016, ur18c29011, ur21b01025, and ur21e19038. Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the rubber stopper at the t-connector of an interlink system non-dehp t-connector extension set was inverted inward and or melted. The set was connected to a PICC (peripherally inserted central catheter) line and had parenteral nutrition with heparin running at 2.3cc/hr. It was stated the patient's PICC line was backing up. It was further reported that the t-connector was changed and that the line was unable to be flushed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.